Event description:
It was reported, multiple olympus devices malfunctioned multiple times. There are a total of 4 MDR reports for this event. Event 1 of 4 (patient identifier (B)(6)): it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6)) and the otv-s400 (serial (B)(6)). This is for the camera head (ch-s400-xz-eb). Event 2 of 4 ((B)(6)): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown camera head used with the unknown otv-s400. Event 3 of 4 (etq (B)(6)): it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6)) and the otv-s400 (serial (B)(6)). This is for the camera control unit (otv-s400). Event 4 of 4 (etq (B)(6)): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown otv-s400 used with the unknown camera head. This report is for event 4 of 4 and patient identifier (B)(6).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.